Manufacturer narrative:
Per tandem's t:slim user guide, "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room on (B)(6) 2018 for a blood glucose (bg) level of 380 mg/dl, and was subsequently hospitalized for diabetic ketoacidosis (dka). The customer was treated with intravenous (IV) insulin drip, and dextrose. Bg level decreased to 87 mg/dl. The customer was released from the hospital on (B)(6) 2018 with the issue resolved and no permanent damage sustained. During system check with tandem technical support, it was verified that the customer did not receive any alarms which would cause insulin delivery to be suspended. Review of the pump data logs verified that the pump supplies had been in use for 4 days prior to the high bg event. Tandem technical support reminded customer of labeling instructions for changing supplies. Manual injections were used for insulin therapy, and during a follow-up call on 11/01/2018, the customer resumed pump therapy.